Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 40mg/dl. The customer was treated by paramedics and declined to be taken to the hospital. The customer declined it troubleshoot and request the pump be replaced. The customer was advised the pump would be replaced.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked belt clip slot and scratched reservoir tube window.